Event description:
This 41-yr-old female underwent a right breast augmentation in 1980. The procedure was performed at another facility, thus this reporting facility doesn't know the MFR. She presents with a constricted right breast and a grade IV bakers capsule. Gross exam: obvious leakage of both implants.